Event description:
The patient reported repeated cartridge errors with their insulin pump, which led to alerts indicating that insulin delivery had stopped. The issue affected the patient¿s blood glucose level, with the pump displaying a high reading, though the specific value was unknown. To address this, the patient administered a correction injection and bolus via the pump. Tandem diabetes technical support educated the patient on the proper cartridge load process and arranged for the pump to be replaced, as the warranty had expired. The patient expressed interest in obtaining a loaner pump through the out-of-warranty program. No further actions were required as the issue was resolved and a loaner pump agreement form was sent.